Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of this peritonitis incident was undetermined.

Event description:
This report was received from baxter's (B)(6). This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique, fever and fungal peritonitis with (B)(6) unknown coincident with dianeal (unknown) therapy. On (B)(6) 2007, the patient began therapy with dianeal (unknown) therapy (lot number, dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced fungal peritonitis with culture (B)(6) unknown manifested by abdominal pain, cloudy effluent and fever, that required hospitalization. On an unreported date, the patient was treated with antibiotics (not specified). The cause of the fungal peritonitis with (B)(6) unknown was reported as a break in aseptic technique. It was not reported if the patient was retrained in aseptic technique. Outcome for the event of fever was not reported. At the time of this report, the event of fungal peritonitis with culture positive for candida unknown was ongoing and unchanged. Concomitant medications were not reported. The nurse considered the events of fungal peritonitis with (B)(6) unknown and fever to be unrelated to dianeal (unknown) therapy. The nurse did not provide an assessment of causality for the event of break in aseptic technique.